Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes mitek received and evaluated the complaint device. Visual inspection revealed the device was broken in three pieces. The screw was broken towards its distal end along the screw thread. The pattern of the screw break along the thread line indicates potential use of excess torsion during insertion. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. No nonconformances were identified for this part-lot number combination per qlik query executed 11/21/2018. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per qlik query executed 11/21/2018. Review conducted per (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that after the acl graft was prepared, a tunnel was performed in the femur, the guide for the screw was inserted in the femur, the screw was inserted over the nitinol guide-wire and upon the second femur of the screw using the screwdriver, a crack was heard and the screw broke in several pieces. The surgeon used a peek interference screw to complete the procedure with a 30 minute delay.